Event description:
During a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch was reported on the right atrial (ra) lead. Lead damage was suspected but not confirmed. Provocative testing was performed and the lead noise was not reproduced. No intervention has been performed. The patient was stable and will continue to be monitored.